Manufacturer narrative:
Additional information was received that the physician suspected that the device was no longer holding a charge due to electrocautery used in two surgeries post implant.

Event description:
A report was received that the patient's ipg was no longer holding a charge. It was noted that the patient had two non-device related surgeries wherein it was unknown if electrocautery was used or not. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was no longer holding a charge. It was noted that the patient had two non-device related surgeries wherein it was unknown if electrocautery was used or not. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was no longer holding a charge. It was noted that the patient had two non-device related surgeries wherein it was unknown if electrocautery was used or not. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).